Event description:
Patient contacted dexcom technical support on 09/18/2014 to report an out of range signal on 09/18/2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).